Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) over 900mg/dl without any symptoms mentioned. There was no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.